Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0872 inches. No under and over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Unable to confirm bolus delivered due to data not covering event date in history file. Unit was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and force sensor. The following were noted during visual inspection: battery tube threads cracked, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, peeling serial label. The p-cap/reservoir does lock properly. Pump passed functional testing and no under and over delivery anomalies noted during testing. Unable to confirm high and low bgs during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 34 mg/dl at the time of the event and want to get the insulin pump replaced due to the over delivery of the insulin and the customer was treated with glucagon. Troubleshooting was performed and it was known whether the insulin pump was utilized within 48 hours of the event. No further patient complications were reported. The customer will discontinue using the device and the device will be returned for analysis.